Event description:
Five minutes into thermal disinfect mode, flames were observed in cooling fan housing of base unit. Fire extinguisher used to put out fire. After vacuuming, solid state relay that controls the heater was observed burned. Base unit shipped back to distributor on about 1/26/99. Investigation at the facility determined the hd-secura dialysis machine, which was supplied by b. Braun, bethlehem, pa in 1994. No one was injured when the machine caught fire during a disinfection cycle. The base unit was returned to b. Braun approx 1/26/99. Summary of findings: FDA field investigator writes, "on february 9, 1999, I followed up on a consumer complaint regarding a fire in the base unit of model b. Braun hd-secura, which is a component of a dialysis machine. I initiated the follow up by showing my credentials. Staff member provided me with a computer generated letter dated january 7, 1999, detailing this incident. The following summary of this document is: `no pts were on or near the machine. The machine was in thermal disinfect mode. Five minutes into this phase, flames were observed through a cooling fan housing. The flames were put out with a fire extinguisher. The power supply was terminated. On 1/8/99, the machine was inspected. After vacuuming, visual inspection showed that the solid state relay that controls the heater was burned. The base unit was shipped back to b. Braun medical inc.' The clinic contacted the MFR. Staff told me that there is no clock and no motor in the base unit of the machine that caught fire. The base serves as a transformer for the machine. Staff thought that it was mfg sometime in 1984 or 1986. The staff stated that the clinic bought this particular machine in april, 1994. The staff stated that the machine was bought as a factory reconditioned unit directly from b. Braun. Other components of the machine include a blood module (model #2370) and dialysate module (model #2363). At the time of the fire, the blood module had 18,966 hours of use and the dialysate module had 18,958 hours of use. An employee currently repairs the clinic's dialysis machine. The staff stated that this employee was factory trained in the maintenance of the hd-secura. The staff provided me with a brochure of the machine. I was provided with a copy of svc manual, page vi-2 for the base module circuit board. Another copy was highlighted to show the approx location of the solid state relay. I was also provided with a copy of svc manual page vi-6, circuit diagram for the base module circuit board. Another copy was highlighted to show the approximate location of the solid state relay. Staff provided the following info on the solid state relay. The solid state relay has two functions; 1)-works during the regular treatment phase to maintain fluids at about body temperature, and 2)-disinfection phase to sanitize fluid pathways. The solid state relay increases the wattage going to the base unit's heater, resulting in increased temperature to sanitize the fluid pathways. The machine's initial preventative maintenance performed by the clinic was done on 6/21/94. Preventative maintenance and leakage current reports were performed on the following dates: preventative maintenance on 1/27/95; leakage current report on 7/24/95; preventative maintenance on 1/25/96; preventative maintenance on 7/23/96; leakage current report on 7/23/96; preventative maintenance on 1/27/97; leakage current report on 1/27/97; preventative maintenance on 7/17/97; preventative maintenance on 1/27/98; leakage current report on 1/27/98; and preventative maintenance on 8/3/98. Staff also provided me with the following records: braun svc report dated 8/16/94 showing software upgrade; `nibp' option upgrade checklist dated 8/16/94; braun svc report dated 11/9/94 showing installation of `dianet kits hea eproms'; braun svc report dated 2/22/95 showing installation of `heb' software and `nibp' pcb; and unscheduled maintenance records dated between 5/23/94 and 1/21/99 `starred' the dates that maintenance was perforemd on the base unit only. For example, unscheduled maintenance dated 4/16/98 shows `machine won't heat up. K3 relay defective'. The clinic shipped the base unit back to braun on or about 1/26/99 via courier. Staff took photographs of the burned base unit. However, the staff stated that the photos did not come out. Neither staff member could state the reason for the fire. I asked them if they observed any fluid leakage in the base unit. Both stated that they had not. The staff stated that when he spoke with b. Braun, he was told that the solid state relay got hot. As far as he knew, the staff stated that the solid state relay in the base unit had never been replaced. The staff stated that he is not aware of any other problems and injuries related to the base unit, solid state relay or the machine."